Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cut tongue [tongue injury]. (Oral-b brushhead) broke apart [device breakage]. Case description: consumer via e-mail stated that at this morning the oral-b brush head broke apart and cut their tongue. No serious injury was reported.